Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant (B)(4) lost stability and relocated into the maxillary sinus. The implant was removed and new implant surgery to be rescheduled.

Manufacturer narrative:
One osseotite tapered implant was returned for inspection with an attached cover screw. The device shows moderate signs of wear and debris attachment about the threads. The internal drive feature contains additional debris. A device history review was performed and no related nonconformance¿s were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: IFU (p-iis086gi rev. F 11/2015) states, potential adverse events: potential adverse events associated with the use of dental implants may include: failure to integrate, loss of integration, dehiscence requiring bone grafting, perforation of the maxillary sinus, inferior border, lingual plate, labial plate, inferior alveolar canal, or gingiva, infection as reported by abscess, fistula, suppuration, inflammation, or radiolucency, persistent pain, numbness, paresthesia, hyperplasia, excessive bone loss requiring intervention, implant breakage or fracture, systemic infection, nerve injury, ingestion, aspiration and/or swallowing. Risk management file reviews: risks associated with this event are highlighted in risk management file m05.02.09.01 rev 11 and include the following: osteotomy preparation is not adequate. Sinus lift procedure performed to mitigate the alveolar ridge resorption. Resorption of the alveolar ridges in the posterior maxilla and/or the maxillary sinus limits the available bone for positioning of dental implants. Complaint indicated that implant lost stability and moved in maxillary sinus during uncovering procedure. Alleged event regarding sinus perforation was confirmed following review of the returned xrays. A singular root cause can not be identified. (B)(4).